Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported downstream occlusion test alarming below the intended threshold, which was not reproduced. The device was tested for proper downstream occlusion detection and performed as intended. A review of the event history log identified multiple downstream occlusion alarms, however it cannot be determined if the alarms were true or false. The reported condition was verified. The cause was determined to be force sensor was out of calibration, which was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion below the designated threshold during testing. There was no patient involvement. No additional information is available.